Event description:
During eval, the force sensor plate was found to be dimpled and the force sensor was found to be out of calibration.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history indicated that multiple loss of prime warnings were associated with low force, but no loss of cartridge detection had occurred; no loss of prime warnings were duplicated during testing. During eval the force sensor plate was found to be dimpled and the force sensor was found to be out of calibration.